Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left knee was revised due to pain. Upon performing revision, surgeon reported that the universal tibial baseplate was loose. Cement was affixed to the device but not bonded to the bone, and the baseplate came out with no impediment.